Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range low shock impedance. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--